Manufacturer narrative:
As the affected device was not returned, the investigation will be limited to review of DHR, of the physician training and IFU for the edwards commander delivery system, review of complaint database for similar complaints, review of lot history, review of photographs, video or imagery, manufacturing mitigations, and fmea assessment. The related work orders are the most relevant work orders for the reported event. A review of the above work orders did not reveal any issues that could have contributed to the reported event. No IFU/training deficiencies were identified. A review of the complaint history from november 2014 to october 2015 revealed no other similar returned complains for inflation difficulty for the commander delivery system (all models). Review of complaint history for october 2015 revealed occurrence rates did not exceeded the control limits for the trend category of commander delivery system 'inflation difficulty'. Review of lot history for work order # (B)(4) did not reveal any additional complaints for prepping difficulty unable to de-air. Imagery for this complaint was requested and provided by the site. After reviewing the imagery, it was confirmed that the valve was not between the radiopaque valve alignment markers prior to deployment. During manufacturing, the commander delivery system underwent multiple 100% inspections. These inspections make it unlikely that it is highly unlikely that a pre-existing occlusion (at the balloon inflation port) or other manufacturing nonconformance was the source of the complaint. Based on the provided imagery, engineering was able to confirm the complaint. The balloon was confirmed to have deployed non-uniformly as the result of the valve not being located between the markers prior to deployment. Without the device returned for evaluation, functional testing and visual/dimensional analysis was unable to be completed to determine if any other factors were involved. As also noted in the results and findings section, the DHR review, lot history, complaint history and manufacturing mitigation analysis did not indicate that a manufacturing non-conformance is the likely cause of the customer complaint. Since no manufacturing non-conformances or labeling/lfu/training deficiencies were identified during product evaluation, no corrective/preventative actions are required. Since a product non-conformance was not identified and the reported failure mode does not exceed the complaint trending control limits, a pra is not required. The complaint was confirmed, but no manufacturing non-conformities were able to be confirmed based on available information. Available information suggests that procedural factors were the likely root cause of the event. Since no labeling or IFU inadequacies have been identified, no corrective or preventative action is required at this time.

Event description:
As reported by our affiliates in (B)(6), after positioning the 26mm sapien 3 valve in the aortic annulus, "the balloon filled asymmetrically" and the valve slipped off the balloon distally. The valve was pulled into the descending aorta. During inflation, again the balloon only inflated on one side first, however, it was then possible to fully inflate in the descending aorta. A second valve was prepared and successfully implanted with good results.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(4), after positioning the 26mm sapien 3 valve in the aortic annulus, "the balloon filled asymmetrically" and the valve slipped off the balloon distally. The valve was pulled into the descending aorta. During inflation, again the balloon only inflated on one side first, however, it was then possible to fully inflate in the descending aorta. A second valve was prepared and successfully implanted with good result.

Manufacturer narrative:
Cine images were provided to edwards for review, no echo was provided. The images were reviewed by an edwards physician, and the following observations and impressions were provided: angiography: heavy calcified aortic annulus and leaflets. Calcified coronary arteries. Calcified mitral valve. Good imaging angle. Valve stent not between alignment markers. Valve embolized into aorta impressions: no images provided to show valve alignment or valve entering the annulus to show any movement of valve on balloon. The only image provided shows valve position prior to valve deployment, valve is not between markers and is proximal to distal marker. The asymmetrical balloon inflation causing the valve to embolize was due to the valve not being positioned correctly within the markers.